Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in progress.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 8 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product used was conducted. All records revealed that all product lot was manufactured within specifications and distributed in accordance with all operating procedures. Analysis of the fracture surface showed that it fractured due to fatigue. It was reported that the patient suffered a fall, which may have contributed to the incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 8 months post-op. Revision surgery took place (B)(6) 2016.